Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, mobility. Poor initial engagement after prepping #5 area. Thommen 4.5x9.5mm implant protocol, upon placement of implant, noted poor engagement, after initially engaging at 30ncm. Re-prepped and engaged 4.5x11mm >40ncm.